Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test returning an unexpected hardware low level failure alarm. Hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a no delivery alarm or insulin flow blocked whenever they were doing a correction bolus. The customer's blood glucose level was 259 mg/dl at the time of the incident. The customer stated that and this was the third time that it happened. They had change the set again, corrected the blood glucose, and received an insulin flow blocked alarm. The device will be returned for analysis.